Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. The fluid path was tested for leaks and no leaks were found. Inspection of the device found no issues that would contribute to skin irritation or swelling. The cause of the reported skin irritation and swelling could not be determined. The device generated an 0x18 alarm, indicating that the reservoir had reached empty. The plunger was confirmed to have reached the bottom of the reservoir.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. Upon removal, the infusion site was irritated and swollen.